Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid dialysate. The cause of and treatment for peritonitis were not reported. It was reported that the patient visited the emergency room (ER) and was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.